Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that there was an absence of therapeutic effect with the implantable neurostimulator (ins). It was unknown if there were any environmental, external, or patient factors that may have led up to or contributed to the issue. The patient was reprogrammed twice, each with reported success. The patient refused additional reprogramming. It was noted that the ins was explanted. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
Analysis was performed and found no significant anomaly. The neurostimulator (ins) was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.825 volts. On (B)(6) 2016, the battery had depleted to the "lock" mode (< 3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.